Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited high pacing impedance and failure to capture. During extraction procedure, their right atrial (ra) lead became dislodged. The rv and ra leads were extracted and replaced. The patient was stable throughout.